Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer explained that the patient had fallen and broke their neck, unrelated to the device or therapy, on (B)(6) the patient was taken to a hospital where they were trying to figure out how to turn the device off so they could do an MRI.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the patient¿s device is off and hadn¿t used it since the 9th because he was having issues with it. No further complications were reported.